Event description:
A lead extraction procedure commenced to remove two abandoned right atrial (ra) and right ventricular (rv) leads, and two active ra and rv leads, due to non function. Spectranetics lead locking devices (llds) were inserted into each lead to provide traction. The two active leads removed with traction alone. A spectranetics 14f glidelight laser sheath was used to attempt extraction of the abandoned rv lead; while in use, the patient's blood pressure dropped. It was noted that the rv apex had inverted; traction was relaxed and the physician pushed down on the glidelight device, resulting in full relaxation and return of the rv apex to proper alignment. A rescue balloon was inflated, anesthesia treated the patient's blood pressure, and transesophageal echocardiography (tee) confirmed no bleeding. The rescue balloon was deflated. The patient's blood pressure dropped again. Rescue balloon re-inflated; tee and fluoroscopy detected no bleeding. The patient's blood pressure stabilized, and the rescue balloon was deflated. The rv lead was removed. The glidelight and outer sheath were left in place in case they were tamponading a perforation. The physician used contrast to check for perforations in the rv, superior vena cava (svc) and halfway up the innominate vein, with no evidence of bleeding, and the physicians concurred there was no perforation. The ra lead was removed successfully and the patient survived the procedure. One or two days later, the patient developed a hemothorax and 700 cc blood was drained. Three days post procedure, the physician was cleaning out the remaining blood from the patient and a pleural effusion was detected. A sternotomy was performed; a 2 mm perforation was discovered in the svc and was successfully repaired. The patient survived the procedure. The physician believes the inflations of the rescue balloon most likely tamponaded the perforation and allowed it to scab over to a sufficient degree to prevent bleeding. This report captures the 14f glidelight in use when the svc perforation occurred, ultimately requiring intervention. There was no malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was discarded, thus no investigation could be completed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.